Event description:
It was reported that the patient received 5 or 6 inappropriate shocks due to oversensing of noise from a lead fracture. A short interval count of >874, and varying ventricular pace impedances (552-1856 ohms) were also observed. The full lead was explanted and no further patient complications were reported as a result of this event.